Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure, as they noticed bleeding from a small frond-like mass on the ampulla, the procedure was converted to therapeutic endoscopic retrograde cholangiopancreatography (ercp). A biopsy forceps was able to be advanced down the endoscope on an initial pass, however, the user claimed to be unable to advance the endotherapy devices on subsequent attempts. The pt was admitted and re-examined the following day, and the physician was reportedly satisfied with the control of the bleeding.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding this report. Olympus was informed that the pt was admitted following the procedure on (B)(6) 2010 for observation. The device referenced in this report was returned to olympus for eval. The eval noted restriction inside the suction channel at the control body. Additionally, multiple kinks were observed on the suction channel wall at the control body. The reported phenomenon appears to be due to physical damage related to user handling. This report is being submitted as an MDR in an abundance of caution.